Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad. There was no reported adverse impact to the customer¿s blood glucose level. New charging supplies were shipped to the customer.